Event description:
While performing routine preventative maintenance on the customer's device, physio-control observed that the unit would not deliver defibrillation therapy. When tested, the defibrillation output was zero (0) joules. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced the biphasic pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.